Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ins shows no coupling bars but right ins (using the same recharger) shows 8 bars. The rep stated both ins's show 100% and on when patient checks them with patient programmer.  The caller was not with the patient. The caller was redirected to have patient attempt to reposition antenna and turn antenna dial to see if they can obtain any additional coupling bars on left ins. It was reviewed that ins may be flipped and suggested imaging. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were concerned the implantable neurostimulator (ins) was flipped so imaging was going to be performed. The rep also wondered if a wireless recharger would help charge the patient¿s newly implanted neurostimulator. The rep noted the patient had bilateral devices with the right side charging fine; the only issue was with the left. A short time later the rep stated an x-ray was performed and they didn¿t believe the implant was flipped. There was no bandage over the device. The rep noted the implant was fairly superficial as the patient was very thin. The recharger was used and able to achieve full coupling on the right side, but nothing on the left confirming the recharger was working as it should. A short time later the rep stated the cause of the coupling issues was due to the antenna not being positioned correctly as the battery was more lateral on the patient. Once the antenna was repositioned the issue was resolved.